Manufacturer narrative:
Cause: without the defective device for return, it is challenging for transtek to conduct a detailed analysis. There are some similar device failures from other feedbacks and the cause analysis should be the same theoretically as below. 1. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 2. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. Please note: 1. If the patient compares the manual readings using different arms at the same time, the method is incorrect as it can lead to variations in the readings. For a valid comparison, measurements should be taken on the same arm, allowing a rest interval of 1-3 minutes between readings. 2.clinical test data for electronic blood pressure algorithms are collected based on statistics and can cover most of the population. However, for individuals with special physiological conditions, such as those with common arrhythmias (e.g., atrioventricular block, premature beats, or atrial fibrillation), the algorithm struggles to identify standard fluctuation patterns. As a result, the effectiveness of this device for such users has not been established. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.

Event description:
Event description additional manufacturer narrative (provided by teladoc) the patient reported that they compared their teladoc blood pressure monitor to their doctor's device and their doctor was prescribing medication based on the readings on the teladoc monitor. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed. Event or problem description the patient reported that they compared their teladoc blood pressure monitor to their doctor's device simultaneously and reported a significant discrepancy, though we were unable to verify the results of the discrepancy. The patient's doctor was prescribing medication based on the teladoc monitor's readings.